Event description:
A patient's temperature decreased when it was found that the extracorporeal membrane oxygenation (ECMO) heater had clicked into standby mode without any manual manipulation. Once the heater was placed back in run mode, the patient's temperature returned within normal limits. Our biomedical engineering team is investigating.